Manufacturer narrative:
(B)(6) 2015 product investigation results: reporter returned 2 toothbrush heads used with suspect product. Toothbrush heads confirmed to be counterfeit.

Event description:
Graze to my gum [gingival injury]. Brush head came off and grazed gum [injury associated with device]. Pinching upper lip [lip injury]. Brush head came off / brushes fell off [device breakage]. Brush is very loose [device connection issue]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown came off and grazed her gum. She stated the toothbrush was 3 weeks old. The case outcome was unknown. (B)(6) 2015 follow-up e-mail from consumer:the consumer reported that she uses two different brushheads, one for the morning and one for the evening. The brushhead that she used in the morning fell off. The brushhead that she used in the evening was now showing signs of being faulty, pinching her upper lip when she brushed vertically. She also noted that it was very loose. The case outcome remained unknown. No further information was provided. (B)(6) 2015 reporter returned 2 toothbrush heads. Product investigation is in progress. (B)(6) 2015 the suspect product in this case was used with toothbrush heads that were confirmed to be counterfeit.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Graze to my gum [gingival injury]. Brush head came off and grazed gum [injury associated with device]. Brush head came off [device breakage]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown came off and grazed her gum. She stated the toothbrush was 3 weeks old. The case outcome was unknown.